Event description:
Customer reported an issue with incorrect time settings on their device, which was greater than five minutes off from actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the time on the pump and advised them to monitor the situation and follow up if the discrepancy reoccurred, which the customer understood and acknowledged.